Event description:
It was reported that the right ventricular (rv) lead had an abrupt increase of impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed. A patient alert was triggered for right ventricular pace lead impedance = 2048 ohms on (B)(6) 2011. The weekly pace measurement log data shows an increase for min and max ventricular pace = 752 to 2688 ohms peak between (B)(6) 2010 and (B)(6) 2011.